Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device received with cracked select button keypad overlay, pillowing keypad overlay and cracked case behind the device at the battery compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on an unknown date due to diabetic ketoacidosis and high blood glucose level of above 500 mg/dl. The customer reported that the insulin pump had stopped working. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information about hospitalization has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer called ambulance and hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020. Customer was in intensive care unit for 4 days and in hospital for a week. The customer¿s blood glucose level was over 660 mg/dl at time of incident and was kept going up. The customer was treated with intravenous injection, manual injection and insulin pump. The customer stated that the symptoms related to high blood glucose such as vomiting. Customer stated that the auto mode feature was not active at time of high blood glucose event.